Event description:
A (B)(6) male pt's son contacted zoll lifecor customer support to report that the pt's monitor would not power up. When the batteries are inserted, it makes a high-pitched squealing noise. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Failure analysis discovered a conductive residue on the table board within the monitor. The conductive residue caused an electrical short that loaded the power supplies and prevented a normal start up. The root cause of the conductive residue cannot be positively identified. Once the table board was replaced, the monitor was fully functional . No adverse event resulted from the faulty monitor. The pt received a replacement monitor.